Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which observed that the tube was defective. The reported condition was verified. The cause of the condition was determined to the tubing got caught by the pouch sealer during the pouch sealing process; resulting in excessive heat being generated in a localized point resulting in the small hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink continu-flo solution sets were observed with a slice/cut in the tubing. This was identified prior to patient use. There was no patient involvement. No additional information is available.